Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 360 mg/dl. The patient reportedly was not wearing a pod, since she was not able to transfer her settings to a new controller and activate a new pod. Symptoms reported include hyperglycemia. Details regarding treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone 17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.